Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt) that was detected as ventricular tachycardia (vt) due to the right atrial (ra) lead undersensing/not sensing. The lead remains in use. No further patient complications have been reported as a result of this event.